Event description:
Customer's parent reported on behalf of their son who received a "scan again in 60 minutes" message on the same day of applying the adc freestyle libre sensor and was therefore unable to test. Customer experienced hypoglycemia and seizure and required treatment of glucagon by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.